Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the balloon on the flow-directed balloon catheter would not inflate, so another device of the same kind was used to complete the occlusion procedure. It was further noted that the tip of the balloon had a leak, and the material was pulling away at the distal end of the balloon causing the failure. This product problem did not result in any reported serious injuries to the patient.